Manufacturer narrative:
Complaint evaluation: the customer called and spoke with a philips representative. The customer was advised to re-run the operational check and the error message went away. No further assistance was needed. Customer resolution and conclusion: based on the available information, the customer was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a therapy cable failure during operational testing. There was no patient involvement.